Manufacturer narrative:
The device was received in the not deployed state. Investigation results found the device ran into a 0x41 alarm before the end of second prime. Download data shows no timeouts or drive stalls, a rotational sensor was found at the end of the run. The download data shows a 0x41 alarm which correlates to the rotational sensor error. A rerun was performed successfully, no timeouts, drive stalls or inconsistencies were found in the data of the rerun. The rotational sensor malfunction can be confirmed as the cause of the observed 0x41 hazard alarm during prime which resulted in the reported needle not deploying. Investigation of the drive mechanism found no damages or defects that would contribute to the rotational sensor error. The exact cause of the rotational sensor error could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy during the activation process indicating a needle mechanism failure.